Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to high impedances on the leads and for magnetic resonance imaging (MRI) access, replacement went as planned. Device will not return because it was discarded by the facility. No additional adverse patient effects were reported, the patient is doing well post operatively and all the pain areas are covered. No electrocautery was used.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: m365sc2352500, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 14518564. Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 14457633. Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 210311.